Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower north 1 drawer failure occurred, and it was also confirmed that only tower door 1 had the issue. The customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, the problem persisted. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.